Manufacturer narrative:
Unit received with all operating currents within spec and passed self test, unexpected restart error test. No unexpected low battery, bad batt, battery out limit or failed batt test alarms noted during testing. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, cracked battery tube threads.

Event description:
Customer reported via phone call that they received failed battery test and reservoir connection is broken,where you screw in the quick set at the top, half of it is broken off. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will be returned device for analysis.